Manufacturer narrative:
The customer was sent a replacement. To date, the device has not been returned, and therefore it cannot be definitively concluded that the pump caused or contributed to the customers yeast infection.

Event description:
Customer reported on 10 nov 2023 from us that the elvie pump caused her a yeast infection and was afraid she would soon develop mastitis. Customer was seen by a healthcare professional and was prescribed hydrocortisone cream to treat the yeast infection.